Event description:
The user received questionable results for alanine transaminase (alt) on the cobas 6000 c501 (c3) module. The event involved five patient samples. One patient sample gave discrepant results. The patient sample was repeated on a different c501 module (c2). The initial alt result was 5 u/l, the repeat result was 23 u/l. The patient was not affected as the initial alt result was not reported outside the laboratory. The reagent lot number for alt was not provided.

Manufacturer narrative:
Since the customer could not provide any patient data for evaluation, a root cause could not be identified.

Manufacturer narrative:
The event occurred in (B)(6).